Manufacturer narrative:
(B)(4) no complaint received with return of device. External insulation abrasion was noted at 10.5-11.5cm, 15.2-15.3cm, and 34.0-34.6cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. The etfe coating was intact at these locations.

Event description:
This report is to advice of an event observed during analysis.